Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the atrial lead dislodged during a CABG (coronary artery bypass graft) procedure, and that there was no capture. Scar tissue was noted on the lead, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.